Manufacturer narrative:
The device was returned to olympus for inspection. The following reportable malfunctions were identified during the device evaluation: foreign objects in the nozzle. The root cause could not be identified. Based on the result of investigation the most probable cause of this complaint is cause not established, investigation findings do not lead to a clear conclusion about the cause of the adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the flex videoscope exhibited foreign objects in the nozzle. There was no patient involvement.